Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd allergy syringe trays with bd safetyglide¿ needles had broken safety covers. This is 3 of 3 related reports. The following information was provided by the initial reporter: "customer had multiple complaints about batch 2283756. 1) the syringe with catalogue number syr-80394 was faulty and defective, 2) there was an injury at the customers workplace with patients. This due to the syringes not being sharp enough or was not cut properly. The customer stated it was the allergy treated syringe. The customer also stated that the little piece that holds the safety guard/glid was sliding around before they would be able to manually push the lever, or the item would move before pushing it in. 3) a total of 10 needles were discarded without the safety cover due to it being broken and the safety glid not being able to close. Something was blocking where it was supposed to slid. 4) the customer stated that the syringe would draw up fine but then started to fly to loose."